Manufacturer narrative:
Investigation: the retain product performed as expected with +50% cutoff control and 3x cutoff control. Manufacturing document review did not observe any failure. The customer's observation was not replicated. The product performed as expected. The issue will be tracked and trended.

Event description:
Customer reported potential false negative cocaine result with surestep cocaine 300 on quality controls. Complaint summary: test date: (B)(6) 2013. Matrix: urine charged with benzoylecgonine 0, 5mg/l. Laboratory: the lab yielded a negative result. Testing: performed on 45 controls; results as follows: forty (40) have provided a positive result. Four (4) have provided a negative result. One (1) has provided a suspicious result.